Manufacturer narrative:
D9: the date when device was returned is unknown. The investigation has been completed. Aachen fs noted that the purge door hinge was coated in dextrose. Dextrose was cleaned out of purge door hinge. Purge door was able to be opened without issue. The root cause of the issue opening the purge door in the field is due to dextrose build up on the door hinges. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. Purge door not working properly. No patient was involved.